Manufacturer narrative:
Section a: updated b5: additional information was received informing that the product fault occurred during routine testing. There was no patient involvement.

Manufacturer narrative:
D9: 27-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette damaged. Functional testing was performed. Severe bubbling was found on the downstream occlusion (dso) seal, with fluid ingression on the dso sensor. The most likely cause of the reported error is the dso sensor. The dso sensor was replaced, along with the seal.

Event description:
It was reported there was a remove and reattach cassette error. No additional information was provided.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.